Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported his insulin pump alarmed no delivery while trying to deliver a bolus. Customer's blood glucose was 134 mg/dl. Troubleshooting was performed. The customer received the no delivery alarm again and was advised to change out the set completely. The infusion set cannula was found to be straight. The reservoir may have been occluded. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.